Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-04261. It was reported the patient planned to have surgery to replace migrated leads on (B)(6) 2018 (please see related MFR. Report#:1627487-2018-04322 and 1627487-2018-04323). The patient was placed in the prone position, and the anesthesiologist noted the patient was not getting air, despite multiple attempts to resolve the issue, and the decision was made to abandon the procedure. The patient awoke without any deficits or issues, and he was discharged to go home.